Event description:
On (B)(6) 2024, zyno medical received a report that a pump had a flowrate issue-not infusing as programmed. No patient harm. Device was requested to be returned for further evaluation.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.